Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to interrogate the implantable pulse generator (ipg). The device could not be located using the auto-identify feature. Subsequently, manual selection of the device model was attempted; however, upon initiating interrogation, the programmer displayed an error message. Troubleshooting steps were taken, including the use of an alternate programmer, which successfully interrogated the device. The programmer remains in use and the ipg was explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.